Manufacturer narrative:
Incident discovered on (B)(6) 2018 during a follow-up call. This is a retroactive investigation.

Event description:
The manufacturer became aware of a patient that underwent a surgery to revise a broken nail. The initial reporter stated that the original surgery was on (B)(6) 2017. It was also reported that the patient did not follow the recommended weight bearing protocol provided by the physician. The date of the nail break was not reported. The date of the revision surgery was not reported. The implant was not returned for analysis at the manufacturer. The DHR records of implant was reviewed. All records indicate the implants were manufactured according to specification and no deviations were noted for the product.